Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an audible alert. Upon interrogation, it was determined a lead integrity alert (lia) triggered due to numerous sensing integrity counter (sic) and varying pacing impedance on the right ventricular (rv) lead. Additionally, high/undefined pacing impedance, oversensing with noise and no capture at high outputs were observed. The rv lead was suspected to be fractured. The lead was programmed off and the patient was admitted to the hospital. The rv lead was capped and replaced two days later. No patient complications have been reported as a result of this event.